Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the gallbladder during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2023. During unpacking the basket wire was broken. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the gallbladder during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2023. During unpacking the basket wire was broken. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of basket wire break. A trapezoid rx was returned, and a product analysis observed that the basket wires were not broken. Additionally, the tip was detached and not returned. Media inspection of a photo provided by the customer showed the tip still attached to the trapezoid rx, which doesn't match the returned device; however, it was confirmed with the account that the correct device was received for analysis. The reported event of basket wire break was not confirmed. Based on all available information, the detached tip might have been generated due to the technique used by the physician or the way the device was taken out of the pouch. Taking all available information into consideration, the most probable root cause of the clinical observations is no problem detected.